Event description:
The customer reported that the system displayed an error and continued emitting x-ray after releasing the exposure switch. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply and associated connectors were evaluated and optimized. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.